Manufacturer narrative:
Approximate age of device - 26 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had a history gastrointestinal (gi) bleeding events previously unreported to the manufacturer. It was reported that the patient¿s first gi bleed occurred shortly post-discharge from the implant procedure. The patient complained of fatigue, was pale, experienced change in mood. It was reported that these symptoms were consistent throughout the gi bleeding events. The gi bleeding events are described below: the patient was hospitalized from (B)(6) 2013 through (B)(6) 2014 and was transfused with 4 units of packed red blood cells (prbc). The patient was then again admitted on (B)(6) 2014 and was transfused with 6 units of prbc¿s. Upper endoscopy revealed gastric arteriovenous malformation¿s (avm) and jejunal bleeding that were treated ¿endoscopically.¿ the patient was admitted again between (B)(6) 2014 and was transfused 5 units of prbc's. A double-balloon enteroscopy performed on (B)(6) 2014 with treatment of 2 small jejunal lesions. On (B)(6) 2015 the patient was admitted with a hemoglobin (hgb) of 4.7g/dl, and was transfused 4 units of prbc¿s, and gastric avm's were treated endoscopically (B)(6) 2015. Pill endoscopy was normal two days following the treatment. On (B)(6) 2016 the patient was admitted with a hgb of 8g/dl, with appropriate increase in hgb with 1 unit of prbc. Recurrent symptomatic anemia occurred post discharge, and the patient required two additional units of blood. Aspirin was discontinued and the bleeding resolved. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bleeding from the mediastinum and pump pocket could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.